Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient had a long operation and it was nothing special from a normal procedure. When they put the tracheostomy tube into the patient, they realized that the tube was leaking between the inner cannula and the outer cannula. They removed and replaced the tube. There was no patient harm.

Manufacturer narrative:
(B)(4).